Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of one-link non-dehp microbore catheter extension sets would not stay attached to clearlink system continu-flo solution sets. The reporter stated "when an extension set is attached to the primary set, the two sets don't stay attached and will pop apart". This was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.